Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead was connected to the implantable pulse generator (ipg). The lead had to be repositioned so it was disconnected from the ipg. When the physician tried to reconnect the lead they were not able to set the screw down. Another device was implanted. No patient complications have been reported as a result of this event.